Event description:
It was reported that "after the catheter inserted into the patient, the pump triggered a helium leakage alarm. After the catheter removed, central lumen was noted broken. Change the catheter. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.